Event description:
It was reported that a vns patient¿s generator had to be explanted due to infection at the generator site after a recent replacement surgery. The generator was reported to have been removed approximately one month after implant. Review of the device history record revealed the product was sterilized prior to distribution. Additional relevant information has not been received to-date.